Event description:
Per report received from foreign MFR: balloon appears to be leaking as attempting to deploy stent, deflated immediately and retrieved. Able to remove stent from balloon while balloon leaking. Burst pressure 3-4 bar.